Event description:
Pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. An unknown amount was delivered over an unknown time. There was no illness, injury or medical intervention resulting from this event. One pt involved. Note: the event date given above is approximate.